Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported slda could not be determined. Additionally, the reported tissue damage resulting in mr appears to be due to the reported slda. Lastly, the reported hospitalization and additional therapy/non-surgical treatment were a result of case-specific circumstances. The reported patient effects of mr and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, leaflet damage, and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2021 it was noted the clip had detached from the anterior leaflet and the leaflet was frayed, increasing mr to 4. A second procedure was performed on (B)(6) 2021. Two clips were implanted to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.